Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting down. The customer¿s blood glucose was around 600mg/dl. Bg was corrected via a manual injection. The customer continued to use the pump for insulin therapy.